Manufacturer narrative:
The product is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.

Event description:
It was reported that a revision surgery was performed due to luxation. There was a closed reposition on (B)(6) 2020. Cup, insert and ball head (aesculap) were exchanged on (B)(6) 2020.